Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Updated from unknown to 8450107040d. Investigation results indicate that the bur broke as a result of bearing failure in the associated attachment (5407120950c s/n: (B)(4)). The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.